Event description:
It was reported that the right ventricular (rv) lead was noted with non-physiologic oversensing and increased short interval counts (sic) due to possible electromagnetic interference (emi). Reprogramming of sensitivity was performed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 694965 lead implanted: (B)(6) 2007. A 419488 lead, implanted: (B)(6) 2007. A 5076-52 lead, implanted: (B)(6) 2001. (B)(4).